Event description:
It was reported that a malfunction alarm, identified as malfunction code 9, occurred with the customer's device. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support in resetting the pump, and the issue did not recur following the reset. Customer was informed to continue using the pump and to contact support if the malfunction reappears.